Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient noted wetness at the smartsite during an infusion of heparin, 1500 units at 15ml/hr. The tubing was changed and the patient had fluctuating anti-xa levels that required heparin adjustments that the customer is unable to confirm as part of the normal treatment course. There were no lasting effects or harm for the patient.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set's three smartsite valves did not reveal any cracks or damages to the subassemblies. Inspection under magnification revealed no visible damage on the valves or their pistons. Functional and pressure testing confirmed leaking from the distal smartsite. Attempts to replicate the issue showed that smaller gauged needles created leaks without visible damage to the piston. The cause of the leak was identified as a damaged or defective smartsite piston. The cause of the damage was not definitively identified.